Event description:
The customer stated that she went to the hospital due to high blood glucose levels. Prior to the event, the customer was getting a no reservoir alarm and she was unable to clear it. The reported blood glucose reading at the time of the call was 161 mg/dl. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.